Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Door seal leaking lifetime warranty no return no follow up required/not out box or early life failure